Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-01941. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, enterocele and recurrent stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary problems, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/removal with concurrent procedures of hysterectomy, sacrocolpopexy, perineorrhaphy, cystourethroscopy and sling placement on (B)(6) 2010 due to dyspareunia and recurrent stress urinary incontinence. It was reported that patient underwent excision of posterior vaginal wall leiomyoma due to a pelvic mass on (B)(6) 2010. (B)(4).